Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0gmm8, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her therapy was not working quite right as she was having urinary symptoms of having to go more often. This return of urinary symptoms occurred suddenly in (B)(6) 2015. Her patient programmer was also intermittently unable to power on starting in (B)(6), which then prevented her from making desired therapy adjustments. The programmer had not been dropped or gotten wet, she was using standard alkaline batteries, and she had tried new batteries. A new programmer was sent to the patient. No potential event causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.